Event description:
It was reported the hcp "discovered" that patient's lead had migrated again possibly due to seizures. No specific tests were reported. The hcp recommended a lead revision using a paddle lead to make the lead more secure. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.